Event description:
As reported by the user facility, during a robotic lobectomy on (B)(6) 2016, "the surgeon had used the sb1079 specimen bag to bag a portion of the lung, successfully closed the bag completely. He was attempting to pull the specimen through the incision. He incised the incision but the bag broke at the distal end." Follow up revealed the procedure was completed by utilizing a nylon another bag that was already open on the back table. The surgeon used that bag to retrieve the sb1079 bag and the specimen, causing no surgical delay. There was no patient injury and the patient was discharged home. To date there has been no additional information received concerning the patient's current status. This report is being filed as a malfunction with the potential for injury with recurrence.

Manufacturer narrative:
Sales have just received the incident device and related departments have been assigned to the engineering evaluation. The visual inspection observe that the bag broke at the seam site. The potential cause is concluded: the excessive force applied on the sealing part of the end bag when it is removed from the port site. A review of the device history record indicates this device lot number was released meeting requirement. Based on the device analysis, the failure was confirmed to be attributed to the reported event. No further information could be provided.

Event description:
As reported by the user facility, during a robotic lobectomy on (B)(6) 2016, "the surgeon had used the sb1079 specimen bag to bag a portion of the lung, successfully closed the bag completely. He was attempting to pull the specimen through the incision. He incised the incision but the bag broke at the distal end." Follow up revealed the procedure was completed by utilizing a another nylon bag that was already open on the back table. The surgeon used that bag to retrieve the sb1079 bag and the specimen, causing no surgical delay. There was no patient injury and the patient was discharged home. To date there has been no additional information received concerning the patient's current status. This report is being filed as a malfunction with the potential for injury with recurrence.